Manufacturer narrative:
(B)(4). The device associated with this report was not returned for evaluation. A complaint database search on the provided product code identified similar reports which when confirmed were attributed to product wear out. The black celcon portion of the impactor is designed to be disassembled from the metal portion and replaced after heavy usage, reusing the metal portion. The same screws are used for each replacement of the celcon component. The investigation could not verify or identify any product contribution to the current reported event without the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Monitor through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The femoral impactor screw that holds it together has become stripped. It does not hold the two pieces together anymore.